Event description:
Patient was on a ventilator and the screen went blank. The message stated service required. The ventilator (vent) operated without failure, but was pulled from service anyway. Vent was received with a note stating the screen went blank and a yellow service bar displayed service was needed. Incident report completed was by respiratory therapist (rt). Unit was located in the trauma burn intensive care unit (tbicu). Vent powered up normally. Under user alarm log noted that the device alert message to the user was that the breath delivery to patient was not compromised. Noted several communication error codes generated under the diagnostic logs systems diagnostics: u08002 assertion failure, lb0058 loss of graphic user interface (gui) communication zp0087, and unexpected reset umpire test lb0059. Resume gui communication systems information: zc2002) digital control interface (dci) command error. The zc2002 error codes were noted to be generating every one to two seconds and may have been the cause of the device alert error generated to the user. Suspected vent was connected to patient monitor system in the critical care unit. Will complete extended self test (est) verification and will let unit run 48 hours for validation of the testing. Hours: breath delivery unit (bdu)/31760 compressor (comp)/1129.